Event description:
It was reported that during a gastric procedure, on the second firing across the stomach on the outside of the stapleline four staples were malformed and in the shape of the letter "a". This occurred using a blue reload. Another device was used to complete the procedure and they also oversewed the stapleline. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.